Event description:
During a booked knee revision using the triathlon ts, the left revision tibial resection guide 6543-6-700 would not disconnect from the support arm assembly 6543-7-600. This resulted in the surgeon having to commence the planned resection with the construct complete, then once pins removed and the resection guide tower removed with the block still attached, the surgeon then completed the resection freehand. The scrub nurse was asked to check the ease of attaching and removing the resection guide no problem attaching but each time removing it was difficult, she tried the right resection guide and didn't have the same issue.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: the guide was received in condition consistent with significant use cycles. The edges of the device were observed to be worn throughout. Dimensional inspection: not performed as there was no indication of a dimensional discrepancy. Functional inspection: the reported mating device, the support arm bracket assembly, was returned and functionally tested with the device. The resection guide properly mated and unmated with the support arm bracket assembly. The event could not be confirmed. The event could not be confirmed as the reported issue could not be duplicated or repeated. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
During a booked knee revision using the triathlon ts, the left revision tibial resection guide 6543-6-700 would not disconnect from the support arm assembly 6543-7-600. This resulted in the surgeon having to commence the planned resection with the construct complete, then once pins removed and the resection guide tower removed with the block still attached, the surgeon then completed the resection freehand. The scrub nurse was asked to check the ease of attaching and removing the resection guide no problem attaching but each time removing it was difficult, she tried the right resection guide and didn't have the same issue.

Manufacturer narrative:
The event could not be confirmed as the reported issue could not be duplicated or repeated. Visual inspection: the guide was received in condition consistent with significant use cycles. The edges of the device were observed to be worn throughout. Dimensional inspection: not performed as there was no indication of a dimensional discrepancy. Functional inspection: the reported mating device, the support arm bracket assembly, was returned and functionally tested with the device. The resection guide properly mated and unmated with the support arm bracket assembly. The event could not be confirmed. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
During a booked knee revision using the triathlon ts, the left revision tibial resection guide 6543-6-700 would not disconnect from the the support arm assembly 6543-7-600. This resulted in the surgeon having to commence the planned resection with the construct complete, then once pins removed and the resection guide tower removed with the block still attached, the surgeon then completed the resection freehand. The scrub nurse was asked to check the ease of attaching and removing the resection guide no problem attaching but each time removing it was difficult, she tried the right resection guide and didn't have the same issue.